Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to manufacturer report# 3005099803-2009-04925 for the associated device info. It was reported to boston scientific corporation that a sensation standard oval snare and a sensation micro oval snare were used during a colonoscopy performed on (B)(6), 2009. According to the complainant, during the procedure, the sensation standard oval snare was not able to remove a polyp; even though the handle was completely closed, the snare loop was still extended, and therefore not able to cut the polyp. The physician noted that the polyp was harder than usual. They were able to resnare the polyp and remove it with this device. Later in the procedure, while removing a smaller polyp, the same incident occurred with a sensation micro oval snare. The physician was again able to remove the polyp with the same device. There were no pt complications reported as a result of these events. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).